Event description:
The customer reported that the ventilator shut down while the respiratory therapist was setting the unit up for patient use. The customer reported the device would then not operate on ac power or backup battery power. The manufacturer's service technician confirmed the report that the unit would not power on. The service technician replaced the power management pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications.